Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe. As per the investigation procedure, non-penetrating nick, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade IV. Device remains implanted.